Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose 560 mg/dl. The customer stated that everything is working correctly but they have to keep him in the hospital to bring his blood glucose down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.